Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The troponin t result reported outside the laboratory was <0.01 ug/l. The investigation determined a pre-analytics issue might have caused the discrepancies. Specifically, the specimen clotting time was too short. The customer has been informed to follow the requirements of the sample tube manufacturer. No incorrect results were reported outside the laboratory. The patient was not affected.

Event description:
It was reported the patient died with cause of death noted to be cardiac arrest and questionable myocardial infarction. It was further reported the patient death was not device related. Later reported the patient collapsed and died on (B)(6) 2010 after unsuccessful resusitation efforts. Spouse reported cause of death as cardiac arrest, "who says it is assumed she had an mi." No autopsy done. Device interrogation reported to appear to show normal device function at time of death and lead measurements appear to be within normal range. Further reported egms showed some nonphysiologic lead noise and evidence of non-capture while CPR in progress. There were 7 monitored vt episodes detected on the day of death. Lead integrity alert triggered due to oversensing and noise. Reported there is no evidence of tachyarrhythmia as cause of death.

Event description:
The customer had questionable troponin t results for one patient sample. The initial troponin t result was <0.010 ug/l (accompanied by a data flag). According to laboratory protocol, all troponin t tests are repeated if the patient has no known recent troponin t results. The sample was repeated on the same elecsys 2010 rack analyzer and recovered a troponin t result of 0.197 ug/l. The sample was repeated a second time on the same analyzer giving a troponin t result of <0.010 ug/l (accompanied by a data flag). The <0.1 ug/l troponin t result was reported outside the laboratory and the patient was not adversely affected. The serum sample was allowed to clot for 14 minutes prior to centrifugation for 10 minutes at 3600 rcf. The recommended minimum clotting time according to the tube manufacturer is 30 minutes. The troponin t reagent lot number is 15721901.